Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4) - the actual product was not received for evaluation. We did receive performance data collected from the device and analyzed the data. The primary save to disk finding noted the device memory indicated cardiac compass data was missing/invalid. S2d data record is missing compass data 4 days on (B)(6) 2012. S2d file shows parity error count=66 on (B)(4) 2013. Concomitant product: 694765 implantable tachy lead (B)(6) 2011. (B)(4).

Event description:
It was reported that the device observed invalid data. The patient information displayed as question marks. The patient information was re-entered. The patient had undergone radiation therapy. Numerous parity errors were noted, but they were self-corrected. The device remains in use for continued follow-up with the physician. The right ventricular (rv) lead subsequently tested out of specifications during the manufacturer¿s analysis. Follow-up attempts to gain additional information are in progress. No information was received at this time. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. (B)(4).